Event description:
It was reported that there was an infection at the pump pocket site. Specific patient symptoms were not reported. The entire device system was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.